Event description:
Profound and permanent neurological injuries [nervous system disorder], other profound and permanent injuries, physical injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, original cream as her denture adhesive of choice (B)(6) in 1989 through 2007 and super poligrip original as her denture adhesive of choice (B)(6) in 2007 and reported the following: profound and permanent neurological injuries; other profound and permanent injuries; physical injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for over 20 years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.